Event description:
Insufflation was not achieved and it was noticed that gas was not going through the trocar. A new trocar was opened on the field. The procedure was completed as planned. FDA safety report ID# (B)(4).